Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical representative reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level was 472 mg/dl and ketones was 0.6. Customer also reported that they accidentally ripped out infusion site. The event was mild in nature and the subject recovered without sequela on (B)(6) 2019. The site stated the event was anticipated. The devices will not be returned for analysis.